Event description:
It was reported the blanket did not feel cold enough. There was patient involvement but no adverse consequences.

Manufacturer narrative:
Upon evaluation, no defect was found with the unit and the customer resolved the issue by restarting the unit.

Event description:
It was reported the blanket did not feel cold enough. There was patient involvement but no adverse consequences.